Event description:
Boston scientific received information that this right ventricular lead had perforated in the chest wall. The patient experienced shortness of breath and pericardial effusion. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and electrical inspection. The visual inspection demonstrated that the lead¿s distal part was partly pulled out of the ring electrode and the steroid collar at the lead tip was damaged. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. In addition visual inspection revealed a bend in the lead¿s distal part. As the root cause of the observed damages traction forces during the surgery should be taken into consideration. In addition cuttings in the insulation were found which occurred most likely during the explant procedure. Blood penetrated the lead in these areas. There was no sign of a material or manufacturing problem.